Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. The initial results for the sample aliquoted into a cup by the modular preanalytic analyzer (mpa) were: sodium 124 mmol/l potassium 2.84 mmol/l chloride 122.9 mmol/l these results were reported outside the laboratory and to the doctor. The primary sample tube was tested on an abl blood gas analyzer and the results were: sodium 144 mmol/l potassium 4.0 mmol/l chloride 106 mmol/l another sample drawn from the patient at the sample time as the original tube was tested on the cobas c501 analyzer and the results were: sodium 144 mmol/l potassium 4.07 mmol/l chloride 103.3 mmol/l the patient was not adversely affected. The electrode lot numbers were: sodium c41 potassium j86 chloride p93 the expiration dates were requested, but were not provided. The field service representative checked the ise block as the customer saw crystals on the reference electrode and noticed something seemed loose. He observed the crystallization and cleaned the acrylic block. The customer was advised to remove and dry all electrodes and check for crystallization when ise components are replaced. It was noted the chloride and sodium results recovered in opposite direction upon repeat testing. Typical causes of this phenomenon are air in the sample channel, leakage of the current or old/expired reference electrodes. A specific root cause could not be identified. The actions taken by the field service representative were determined to be the correct maintenance measures.